Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("excessive bleeding") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo any essure confirmation test". The patient's past medical history included hemorrhoids in 2012. Concurrent conditions included overweight, diverticulosis since 2014, fatty liver since (B)(6) 2013, fibromyalgia since 2011, cholecystectomy since 2014, perineal pain since (B)(6) 2015, amenorrhea since (B)(6) 2015, sciatica since (B)(6) 2015, carpal tunnel syndrome since (B)(6) 2015 and gallstones since (B)(6) 2015. Concomitant products included ibuprofen and lubiprostone (amitiza) since 2014. In 2013, the patient experienced fatigue ("fatigue") and weight increased ("weight gain"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("pain lower abdominal"), back pain ("pain lower back") and mood altered ("mood changes"). In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), fungal infection ("constant yeast infections") and depression ("depression"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2015, the patient experienced migraine ("migraines"), headache ("headaches"), pelvic congestion ("pelvic congestion syndrome") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), mood swings ("hormonal changes describe: mood swings"), endometriosis ("endometriosis") and feeling abnormal ("brain fog"). The patient was treated with surgery to remove the essure (hysterectomy with bilateral salpingectomy on (B)(6) 2015). At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved, the abdominal distension, mood swings, female sexual dysfunction, fungal infection, depression, headache, pelvic congestion, dysmenorrhoea, weight increased, alopecia, back pain, mood altered and endometriosis outcome was unknown and the migraine, fatigue and feeling abnormal was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, depression, dysmenorrhoea, endometriosis, fatigue, feeling abnormal, female sexual dysfunction, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, mood altered, mood swings, pelvic congestion, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff claim that essure worsened a previously existing injury/condition: migraines and headaches which not recovered prior to essure. Current weight 196 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Ultrasound abdomen - on (B)(6) 2015: prominent peripheral myometrial vessels. Ultrasound pelvis - on (B)(6) 2015: prominent peripheral myometrial vessels. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: obesity, menorrhagia, dysmenorrhea, pelvic pain female, pelvic congestion syndrome. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical records received, reporters added, demographics added, product indication added. Events: mood swings, hysterectomy (full) , abnormal bleeding (vaginal, menorrhagia), apareunia, constant yeast infections, depression, migraines / headaches, pelvic congestion syndrome, dysmenorrhea (cramping), fatigue, weight gain, hair loss, lower abdominal pain, back pain, brain fog, mood changes, endometriosis, device monitoring failure. Concomitant drugs and conditions added, historical conditions added, lab data added, rcc comments added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal distension ("bloating"). The patient was treated with surgery (surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and abdominal distension outcome was unknown. The reporter considered abdominal distension, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.